Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("excessive cramping") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), arthralgia ("hip pain/joint pain"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain"), fatigue ("fatigue") and swelling ("swelling"). The patient was treated with surgery (hysterectomy and right salpingectomy and oophorectomy (left ovary removal)) and surgery (hysterectomy and right salpingectomy on and oophorectomy (left ovary removal)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal distension, dyspareunia, pelvic pain and fatigue had resolved and the uterine haemorrhage, menstruation irregular, arthralgia, weight increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, swelling, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right 3 coils and left 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, dysmenorrhea, heavy periods, weight gain,abdominal pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27 feb 2018: medical record received:the event uterine bleeding added, medical history added and reporter added. The case got medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("excessive cramping") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), arthralgia ("hip pain/joint pain"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain"), fatigue ("fatigue") and swelling ("swelling"). The patient was treated with surgery (hysterectomy and right salpingectomy on (B)(6) 2015 and oopherectomy (left ovary removal)) and surgery (hysterectomy and right salpingectomy on (B)(6) 2015 and oopherectomy (left ovary removal)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal distension, dyspareunia, pelvic pain and fatigue had resolved and the uterine haemorrhage, menstruation irregular, arthralgia, weight increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, swelling, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right 3 coils and left 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, dysmenorrhea, heavy periods, weight gain,abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excessive cramping') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included grand multiparity, obesity and ovarian cyst. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), arthralgia ("hip pain/joint pain"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), pelvic pain ("pain/pelvic pain") and swelling ("swelling"). The patient was treated with caffeine, naproxen sodium (aleve), phentermine and surgery (hysterectomy and right salpingectomy on (B)(6) 2015 and oophorectomy (left ovary removal)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal distension, weight increased, mood swings, vaginal haemorrhage, menorrhagia, dyspareunia, pelvic pain and fatigue had resolved and the uterine haemorrhage, menstruation irregular, arthralgia, migraine, headache, dysmenorrhoea and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, swelling, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right 3 coils and left 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via medical record:pelvic pain, dysmenorrhea, heavy periods, weight gain,abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received :-event outcome added and concomitant drug was added. Hormonal changes event updated mood swings. 6th & 7th follow up process together. On 6-dec-2019: social media received:- no new significant information was added. 6th & 7th follow up process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("excessive cramping") in a female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), arthralgia ("hip pain/joint pain"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain"), fatigue ("fatigue") and swelling ("swelling"). The patient was treated with surgery (hysterectomy and right salpingectomy on (B)(6) 2015 and oophorectomy (left ovary removal)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal distension, dyspareunia, pelvic pain and fatigue had resolved and the menstruation irregular, arthralgia, weight increased, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- hormonal changes, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/pelvic pain, fatigue and swelling. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("excessive cramping") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), arthralgia ("hip pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and right salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, abdominal distension, menstruation irregular, arthralgia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal distension, menstruation irregular, arthralgia and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented excessive cramping (seen as abdominal pain). A hysterectomy with right salpingectomy was performed around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented excessive cramping (seen as abdominal pain). A hysterectomy with right salpingectomy was performed around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.